Event description:
It was reported that during a prostate procedure the fiber "cap detached @ 370,418 joules". A second fiber was used to complete the case. Unknown if cap detached inside patient; "debris was removed". No further info was available. Patient outcome: "no injury to patient".